Event description:
On (B)(6) 2012, the reporter called animas and alleged that the ok button is not responding normally to button press. It takes several pushes to make it work and response is delayed/intermittent. This has been happening for several weeks. The patient wears the pump external to garments, uses a protective lens film, and cleans the device with mild soap and water. The patient reports that the ok symbol has been worn off for a while. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was observed to be torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up, down, and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts; the ok button contact was observed to be inverted.